Event description:
The advocate stated her son received a blood glucose reading of over 600mg/dl from the contour next link meter, re-tested on a contour meter and another meter and received results of 293 and 298mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged the test strips are to be returned for evaluation. Replacement test strips and meter were sent to the customer